Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter, stating the meter was not turning on. During troubleshooting, the meter did not turn on when a test strip was inserted or by manually pressing the "s" button. Customer was using the proper test strips and test strips were inserted correctly. The battery had been properly installed. At the time of the call the customer reported feeling lightheaded. Medical attention was not needed at the time of the call.

Event description:
Consumer reported complaint for dead meter, stating the meter was not turning on. During troubleshooting, the meter did not turn on when a test strip was inserted or by manually pressing the "s" button. Customer was using the proper test strips and test strips were inserted correctly. The battery had been properly installed. At the time of the call the customer reported feeling lightheaded. Medical attention was not needed at the time of the call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report#: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.